Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt is experiencing double vision, ghost images and faint scratches were noted on the lens. In a follow up phone call, the surgeon reported that he looks at the lens prior to implantation. He did not notice any scratches when he looked at this lens. When the pt reported his visual complaints, the surgeon noted the faint scratches on the lens during examination. The surgeon does not know what caused the scratches on the lens. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 04/27/2012 by phone, fax, and mail. A completed questionnaire was received on 05/17/2012. (B)(4).